Manufacturer narrative:
Customer complained that the retainer and o-rings were not on the unit received. Upon examination, they both were intact on the unit. Tested with a test p-cap and the test p-cap locks in properly. The lcd screen has some small scratches on it, but other than that, there's nothing wrong with this unit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had broken at reservoir connection and missing the plastic guard (transparent) and the o rings. Customer's blood glucose value was unknown at the time of the incident. The device will be returned for analysis.